Event description:
It was further reported that in (B)(6) 2013, the patient presented with acute myocardial infarction. Vascular site was obtained via radial artery. The concentric target lesion was located in the posterior descending artery (pda) with 90% stenosis and was 30mm long with a reference vessel diameter of 4.5mm. The target lesion was crossed with a 014 floppy guidewire. After pre-dilation with a 2.0x15mm balloon, a 3.0x20mm omega stent was implanted at 14 atm, with 0% residual stenosis. Another 4.0x24 omega stent was implanted to cover the proximal severe stenosis. Intracoronary nitroglycerin was administered with a total dose of 100mcgras (sic). The stent was observed as well-expanded with non-significant reduction of vascular lumen. It was post-dilated with a 4.0mm balloon without achieving a change in the result. Timi flow was 3. The procedure was well-tolerated without complications. The patient was transferred to the intermediate care unit in stable condition. Twenty minutes later, the patient suffered intense angor and was readmitted to the cath lab. Intra-stent thrombotic occlusion and possible dissection was observed. After maneuvers with the balloon catheter, a 4.50x32mm omega stent was advanced, but failed to cross the previously implanted proximal stent. It got frayed and stuck while trying to be removed due to severe deformation. Finally, the stent was removed with a guide catheter. Subsequently, a 4.0x16mm and a 4.5x20mm omega stent were implanted. Successful angiographic result was obtained. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) and stent inside a non-bsc guide catheter. Examination of the returned device revealed there was blood on the balloon and stent. The proximal end of the sds including the hub and 29cm of the hypotube was protruding proximally from the guide catheter. There were several kinks in the exposed length of hypotube. The distal end of the stent and sds were protruding 3.5cm from the tip of the guide catheter. The exposed portion of the stent was mangled and moved proximally from the as-manufactured position between the markerbands. Gently pulling the sds proximally confirmed the sds was stuck in the lumen of guide catheter, possibly due to the presence of dried blood in the lumen of the guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. A 4.50x32mm omega stent was advanced, but failed to cross a previously implanted stent and got frayed during the maneuver. It was removed with the guide catheter. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved us device.